Event description:
It was reported that during an angioplasty procedure, the balloon would not deflate. The lesion location was specified as "arm" however, which arm is unknown. The percent stenosis, degree of calcification, and vessel tortuosity are also unknown. The physician reported that the ultra-thin diamond balloon would not deflate. The number of inflations and what atms the balloon reached is unknown. The details surrounding the removal of the device are unknown, however, it was reported that the patient's status is "fine, no injury reported". Additional information has been requested and, if received, will be submitted in a supplemental report.